Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of an unspecified tubing issue was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the male luer collar was broken off from its collar base. No other damages or issues were observed with the rest of the set components. Functional testing was deemed unnecessary due to the observed damage. The root cause was identified as related to design of the specific male luer component. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample.

Event description:
An unspecified tubing issue was reported that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.